Event description:
It was reported when the device was used during a laparoscopic cholecystectomy, the staples could not be closed. A competitors device was used to complete the case. There was no consequence to the pt.